Event description:
It was reported that (1) hp052 was used during a laparoscopic repair procedure. A solid tone emitted from the harmonic scalpel generator. A new hp052 was opened to complete the case. There was no consequence to pt.